Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had rub mark on the screen and hard to read the display, absence of no delivery alarm, and had motor error alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify motor error alarm and audio/vibrate anomaly due to buttons not responding. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. Motor passed motor test. (B)(4).